Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/23/2024, it was reported by a distributor via sems-06693147 that an ar-7000-07 coracoid drill guide produced metal debris. This occurred during when they tried to drill holes in the coracoid there was a lot of metal debris from the reamer.